Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. B1 - adverse event/product problem has been updated as product problem had been incorrectly selected in the initial report.

Event description:
A high readings issue was reported with use of the adc device. Customer received unspecified high sensor readings and experienced symptoms of confusion, lethargy, and "collapse/fall". Emergency services were called and a healthcare meter result of 1.8 mmol/l was obtained. The customer was treated with glucose injection for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received unspecified high sensor readings and experienced symptoms of confusion, lethargy, and "collapse/fall". Emergency services were called and a healthcare meter result of 1.8 mmol/l was obtained. The customer was treated with glucose injection for hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone or out of range. This is a known issue for the serial number associated with this complaint, addressed by adc fa1004-2023 and a report is therefore being submitted. Customer experienced symptoms of confusion, lethargy, and "collapse/fall". Emergency services were called and a healthcare meter result of 1.8 mmol/l was obtained. The customer was treated with glucose injection for hypoglycemia. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event. This report is being submitted as part of retrospective reporting deemed necessary related to fa1004-2023.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 2 sensor associated with this complaint did not meet product design specifications and may produce high glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1004-2023. All pertinent information available to abbott diabetes care has been submitted.